Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history verified power on resets. The battery cap that was returned with the pump for investigation had partially-stripped threads. The battery compartment was noted to have a crack extending from the threads to the case seal. The pump was unable to maintain an electrical connection using the returned battery cap; intermittent power was duplicated. A test battery cap was able to be carefully tightened onto the pump. With the test battery cap in place, the pump was exercised for 24 hours without power loss or rebooting.

Event description:
The reported contacted animas on (B)(6) 2012 alleging that the pump keeps flashing back to the verify screen. The reporter stated that the time and the date are able to be reset. There was no reported adverse event associated with this complaint. This complaint is being reported because the intermittent power complaint remained unresolved.